Event description:
A home pt (hp) contacted baxter's technical service center regarding a negative ultrafiltration alarm that appeared on the display of the home patient's (hp) homechoice (hc) machine during drain 2/4. Per initial report, baxter's technical svc rep (tsr) assisted the customer in evaluating the alarm during the initial contact. The tsr had hp reset alarm, had hp sit up and change positions and close open set 3 times. The tsr had hp check the drain volume (dv). The dv was 3368ml. The hp felt cramping and was bypassed to fill 3/4 to resume therapy. The hc was operational. The nurse was contacted. The nurse was not aware of any problems. The nurse said that the pt had not contacted her regarding any issues. The pt filled 2000ml. His last fill volume was 0ml. The pt goes dry during the day per the nurse. Per the nurse, the pt's fill volume was 2000ml, the pt's drain volume was 3368ml. No pt injury or medical intervention was associated with this incident per the nurse. The drain volume was more than 1.3 times the last volume infused. This complaint does meet the overfill criteria.

Manufacturer narrative:
(B) (4). Additional 510(k) number: k923065.